Event description:
The reporter indicated that the pt exhibited the same message previously reported about the rate response being disabled. After reviewing the final programmer strips from 10/7/1998, it was seen that the calculated rate was already 120 bpm at rest, so the accelerometer was always outputting at maximum activity level.